Event description:
It was reported that intermittent t-wave oversensing and r-wave undersensing was observed. Recommended a chest x-ray. Possible lead revision to resolve sensing issues. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.